Manufacturer narrative:
Correction: b5 describe event or problem: it was reported that 2-3 venflon pro safety broke at the catheter during use. The following was reported by the initial reporter: "complaint opened for the 2nd defect 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 1. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 3. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them.¿ h6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that 2-3 venflon pro safety broke at the catheter during use. The following was reported by the initial reporter: "complaint opened for the 2nd defect 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 1. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 3. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them.¿

Manufacturer narrative:
Correction: h5: imdrf annex e grid: e0504 extravasation.

Event description:
It was reported that 2-3 venflon pro safety broke at the catheter during use. The following was reported by the initial reporter: "complaint opened for the 2nd defect. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them."

Manufacturer narrative:
Correction: h5: imdrf annex a grid: a0401 break.

Event description:
It was reported that 2-3 venflon pro safety broke at the catheter during use. The following was reported by the initial reporter: "complaint opened for the 2nd defect 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 1. It has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. 3. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2-3 venflon pro safety broke at the catheter during use. The following was reported by the initial reporter: "complaint opened for the 2nd defect. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Dear team, we received the following information from customer service: dear mrs. (B)(6), several users have reported quality issues with venflon pro safety: it has been observed lately that the cannulas break quickly and there is an extravasation of the infusion. 2-3 times it was observed that the plastic part that lies in the vein just broke. This has happened regardless of the size of the cannula. Generally it has been observed that the cannulas cannot remain in the patient as long as in the past. Are you aware of issues with this products? I would like to receive your feedback about it. It would be good if you could contact the users about this, I could put you in touch with them.¿ please be aware that the customer wrote for the first time on february 24th , when the customer service representative was on leave which is why she was only able to inform us yesterday. Please check if you had already received the complaint through another channel, I cannot find it in our stats. Our sales rep was informed, I´ll let you know as soon as there are more details. Kind regards (B)(6)".